Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that one of the grasping forceps' jaws is broken off. The cause of this damage and the breakage of the jaw is mechanical overload, fatigue due to long-term use (date of manufacture: 05/2003) and wear. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the grasping forceps without showing any abnormalities. It is clearly stated in the instructions for use, that even products designed to be reused have a limited service life. A number of factors connected with handling and some reprocessing methods may lead to increased wear of the product. The service life can be markedly shortened. The product must be replaced if signs of wear become visible. The user apparently did not follow these instructions since he reportedly used the grasping forceps despite clearly visible signs of deterioration and wear. Therefore, this event/incident was attributed to abnormal use/off-label use in combination with exceeded service life/shelf-life. The case will be closed from oste side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly reprocess, inspect, test and use the olympus medical devices.

Event description:
Olympus was informed that during an unspecified therapeutic laparoscopic procedure, the jaws of the grasping forceps broke and a fragment fell inside the patient's body cavity. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.